Manufacturer narrative:
The device has been returned and evaluated by product analysis on 3/24/2017 with the following findings. During testing, the battery compartment was observed to be cracked. The battery cap was not returned with the pump and a test cap was used to complete the investigation. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the time and date were both incorrect after the battery was removed and reinserted in less than 24 hours. The pump displays the verify screen after it is rebooted and the time and date must be confirmed on the verify screen. The issue is not likely to cause an adverse event because the user must manually confirm the settings prior to use of the device. This complaint is not being reported because the alleged malfunction is unlikely to cause an adverse event if it were to recur unless the user incorrectly sets the time or date.